Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hypoglycemia, with a blood glucose reading of 30 mg/dl. The customer stated that nothing unusual happened prior to the event. The customer also stated that she recently received a weak signal alarm that was likely caused by her body being in a certain position, resulting in the loss of communication between the insulin pump and the transmitter. The customer then stated that she recently had unexplained low blood glucose levels. Programming was correct. Nothing further was reported.